Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the graft broke into two pieces as it was being implanted into the disc space. No patient complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual review of the implant confirmed the ¿ears¿ of the -03 top component are broken off and not returned for analysis. Visual review confirms implant fracture. Witness marks and material deformation noted on the thru hole of the peek anterior ramp. These observations are consistent with overload of the implant. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.